Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation the therapy electrodes were non-functional. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "b" and distribution node plug. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.